Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ rupture: not observed openings on the device. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.6., d.9., h.2., h.3., h.6.

Event description:
Patient reported no complaint against the left side device. Patient later reported "possible rupture". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported no complaint against the left side device. Patient later reported "possible rupture". Device has been explanted.